Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in an 81-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, a white alarm indicated reduced impella flow. The low flow was managed by observing device position and adjusting preload. Despite these interventions, the patient experienced cardiac arrest. Care was withdrawn and the patient expired. Cardiac arrest in this patient may have resulted from the severity of acute myocardial infarction complicated by cardiogenic shock during impella support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock.